Event description:
It was reported that during a cast removal the cast cutter was smoking and overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the shaft assembly was found to be in need of replacement. The device was repaired and will be returned to the user facility.